Event description:
It was reported that a patient underwent a pancreas-sparing duodenectomy: psd for duodenal mucus membrane carcinoma with infiltration into the second part of the duodenum on an unknown date and suture was used. The accessory pancreatic duct was identified by fluorescence imaging, and it was closed with the suture. It was recognized that he had a delayed gastric emptying at 4 days after operation and an infection at 6 days after operation. The doctor administered antibiotics to the patient, and the patient recovered. In addition, no pancreatic leakage occurred after the operation. The patient was discharged 44 days after the operation. Thereafter, no signs of recurrence were recognized for 6 months. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were both the prolene suture and pds suture used during the same initial procedure? Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the suture cause or contribute to the delayed gastric emptying? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number for the pds suture? Lot number for the prolene suture?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure; 63 years old, male. Date of index surgical procedure? Unk. The diagnosis and indication for the index surgical procedure? Nonampullary duodenal mucosal carcinoma. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the suture used? The accesary pancreatic duct with prolene, common bile duct and main pancreatic duct with pds. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk. How was the suture placed (interrupted or continuous)? Unk. Did the suture cause or contribute to the delayed gastric emptying? Not reported so please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection).; surgical site. Please provide the onset date/time of infection from the initial surgical procedure; 4 days post-op. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? After infection was confirmed, antibiotics were prescribed. Were cultures performed? If so, please provide the results; unk. How much and what type of drainage is present in this wound? Unk. Please describe any medical intervention performed including medication name and results; antibiotics. Were any pre-op cleansing procedures changed recently? If yes, please describe; no. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. What symptoms did the patient experience following the index surgical procedure? Onset date? Infection and delayed gastric emptying. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon not mentioned the contributing factors to this event. What is the patient's current status? Recovered and discharged. Lot number for the pds suture? Unk. Lot number for the prolene suture? Unk. I certify that all information that are known/available has been disclosed.